Manufacturer narrative:
Battery (B)(4) was not analyzed based on the results of the internal investigation, field action, and no investigation required-d03049, no additional investigation of this event is required at this time. The most likely root cause of the reported critical battery alarm may be attributed to a communication error between the controller and battery. The loss of power was confirmed in the logs, however, log analysis did not reveal any issues that were recorded with the batteries (other than the critical battery alarm) prior to the loss of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-02143 and 3007042319-2015-02144) submitted for devices related to the same event.

Manufacturer narrative:
Log files sent. Critical battery alarm and electrical fault seen on history. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Avoid devices and conditions that may induce strong static discharges (e.g., television or computer monitor screens) as electrostatic discharges can damage the electrical parts of the system and cause the lvad to perform improperly or stop. Be watchful for unusual changes in power or flow alarms for a period of time following equipment changes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-02143, 02144) submitted for devices related to the same event.

Event description:
It was reported by medical personnel that a patient experienced a low priority alarm sound on the controller. Both batteries showed 4 bars indicating full charge. Patient states that alarm escalated to a no power alarm before he could change any batteries. Patient disconnected both batteries and then reconnected same batteries and the alarm resolved. The patient went to the clinic and the clinical engineer recommended the battery and controller be exchanged; devices were exchanged with no reported consequences or impact to the patient. The patient is an auto mechanic and disassembles and reassembles car engines. He also admitted to performing some vacuuming in the past but wasn't sure of the dates. No additional information was provided.